Event description:
Allegedly the patient suffered fracture post initial surgery, open reduction was performed; infection occurred (right).

Manufacturer narrative:
This is the same event as 3010536692-2014-01227, 01228, 01229.